Manufacturer narrative:
Device evaluated by MFR: the balloon was unfolded which indicated it had been subjected to positive pressure. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning 4mm distal of the distal markerband and extending proximally over the balloon material for approximately 15mm. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 7.0 x 20 75cm mustang¿ balloon catheter was advanced for post-dilatation. However, during the second inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 7.0 x 20 75cm mustang¿ balloon catheter was advanced for post-dilatation. However, during the second inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.